Event description:
Rptr has worked with renalin for 1 year and 4 months. Had to leave. Rptr has been chemically exposed due to poor ventilation in dialysis unit. Rptr has had nose bleeds, which are still occurring, lesions in nose which are still present, immune system is so supressed that it's hard for rptr to get out of bed. Rptr still experiences headaches, numbness, they still get conjunctivitis and also had really elevated bp during working with this chemical. Still has swollen glands, sore throats and chest pain. Rptr is passing blood through urine ever since they left employment.